Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: db-2202-45, model: m365db2202450, serial: (B)(6), batch: 7113620.

Event description:
It was reported that the patient experienced a seizure sometime after a deep brain stimulation (dbs) implant procedure. Imaging taken confirmed an intracranial hemorrhage near the left dbs lead, however the serial number to the left lead is currently confirmed. The patient underwent a craniotomy for evacuation procedure. The patient was admitted to rehabilitation until (B)(6) 2024. The patient was released and did well.